Event description:
During implant, the right ventricular lead was repositioned, when the lead was connected to both the device and the psa, high out of range impedance was noted. The physician preferred to explant the lead. During the explant, a perforation was noted and lead damage near the suture sleeve was revealed. A new lead was not implanted and the patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, perforation, insulation abrasion, damaged lead and high lead impedance. A complete lead was received in two portions for analysis. As received, the s-curve was measured and it was within specification. Regarding the complaints of high lead impedance and insulation abrasion were not confirmed. Electrical testing that could be applied on the returned portions did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any signs of abrasion on either portion of the lead. The tip stiffness test was unable to be performed due to as received damaged lead. All damages found are consistent with procedural damage.